Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty at l5 due to fracture. Intra-op, during inflation, the balloon of the inflatable bone tamp (ibt) burst at 200 psi. This was the second balloon that ruptured during this case. Hence, the case was able to be completed with the cavity that was created before the balloons burst. No patient complications were reported due to this event.